Manufacturer narrative:
The subject otv-s300 was returned to olympus medical systems corp. (Omsc). The subject otv-s300 and wa50040a (omsc asset) and oev262h (omsc asset) were connected to check the operation of the subject otv-s300. As a result, the reported malfunction ¿display of lamp error¿ was not reproduced. After that, when the otv-s300 was disassembled, there was no abnormality such as adhesion of foreign matter inside the device. The voltage supplied from the power supply unit inside the device was normal. Also, DHR of the otv-s300 was investigated, but there was no abnormality. Although the cause of the problem is not specified, there is a possibility that the lamp error was displayed due to some temporary electrical malfunction.

Manufacturer narrative:
The subject otv-s300 has not been returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject otv-s300 to determine the cause of this phenomenon when omsc receives it. Otv-s300 instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure of using the otv-s300, lamp error was displayed. The user replaced the otv-s300 with an unspecified similar device and completed the procedure. There was no report of the patient¿s injury regarding this event.